Event description:
I wanted to let you know that we recently noticed a change in electronic prescriptions sent to the pharmacy from the emr that once contained the name brand and generic name of the drug in the drug name field to just sending the generic name only on all prescriptions. I contacted our emr (epic) who mentioned surescripts made a switch around (B)(6). This could cause med errors. Our pharmacy software vendor (qs/1) had also taken the following pharmacy examples to launch an investigation claim for surescripts but no progress seems to have been made. For example: script now comes to the pharmacy as insulin glargine pen and the pharmacy does not know if the prescription is for lantus solostar or basaglar; script now comes to the pharmacy as metformin extended release tablets and the pharmacy does not know if the prescription is for fortamet or glucophage xr; script for trulicity now comes over as the generic name and a generic isn't even available. These are just a few examples we encountered on the first day of the switch. Every prescription now only shows then generic name only.(B)(6).